Manufacturer narrative:
Through follow-up communication livanova (B)(4) learned, that the reported malfunction was fixed by replacing an internal circuit board. Visual inspection showed burnt components, of which pictures have been provided. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The reported error message and following burning smell likely to cause or contribute to death or serious injury to the patient, as the malfunction affected a non-clinical functionality of the device. Based on the new information, the defective component could not lead to any hazardous situation for the user, following its burning. According to the above, the event has been re-evaluated as non reportable. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a burning smell was generated from an s5 system after about 45 minutes after the start of the battery test. The machine was turned off. There was no report of user injury.